Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically capped and abandoned due to observations of loss of capture and high out of range pacing impedances greater than 2500 ohms chronically for the past three years. A new lead was implanted successfully. No additional adverse patient effects were reported.